Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that contacts 1-2-3 were high impedance historically. The rep reported that the patient¿s battery was replaced. Additional information was received from the rep on 2017-08-04. The rep reported that there was no patient therapy issue. The rep reported that coverage was adequate even though impedances. The rep reported that the battery was replaced due to normal depletion. The rep reported that the cause of the historically high impedances was unknown. The rep reported that they were able to program around the impedances. No further complications were reported.